Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the visual inspection indicated that the tap fractured by torsional overload. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. The tip of the cannulated tap fractured during a surgical procedure and caused a 5 minute surgical delay to accommodate necessary changes to the surgical procedure after the surgeon decided to leave the tip fragment in the patient. The awl was not used for pedicle preparation prior to tapping with the cannulated modular tap. The surgical technique specifies waling prior to tapping or direct screw insertion when taking advantage of the self-tapping feature of the blade screws conclusion: the most likely contributors to the reported issue include improper pedicle preparation (not using the awl to break through the cortical bone prior to tapping), torsional overloading of the instrument, and the hardness of the patient's bone.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the es2 cannulated modular tap was visually confirmed fractured upon receipt of the product for further investigation. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. The tip of the cannulated tap fractured during a surgical procedure, resulting in a 5 minute surgical delay. Communication with the representative, indicate that the awl was not used for pedicle preparation prior to tapping with the cannulated modular tap. The surgical technique specifies awling prior to tapping or direct screw insertion when taking advantage of the self-tapping feature of the blade screws. The visual inspection indicated that the tap fractured by torsional overload. The most likely contributors to the reported issue include improper pedicle preparation (not using the awl to break through the cortical bone prior to tapping), torsional overloading of the instrument, and the hardness of the patient's bone. However, the cause of this event cannot be conclusively determined since the product was not returned. Conclusion: the visual inspection indicated that the tap fractured by torsional overload. However, the cause of the event cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported that the tip of 4.5 broke off inside the patient but no adverse consequences to the patient was reported.

Event description:
It was reported that the tip of 4.5 broke off inside the patient but no adverse consequences to the patient was reported.